Manufacturer narrative:
Correction: section a2 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they felt like their implant heated up on them on saturday so they turned the device off. Patient stated it's been a day or two and the doctor told them they could turn the device back on gradually but they feel like it's not helping as much as it was. Patient said they have the implant going almost 2 weeks now and they let the doctor know they were not feeling it like how it was in the 1st check up which is a week after implant, so the healthcare provider (hcp) told the patient to give it a couple more days. Patient called the doctor today and was told they can turn it on but minimally and possibly the pains they are still having may need to be addressed with manufacturer representative (rep). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.